Manufacturer narrative:
.

Event description:
Per the surgeon's report, the patient reported intermittent sound through the cochlear implant system starting in 2007. Two days later, the patient could not hear at all. Testing in the clinic showed no communication between the programming software and the implant. The device was explanted two months later. No information about reimplantation was provided.